Manufacturer narrative:
Preliminary analysis showed that device reset was caused by memory corruption. The root cause of the corruption could not be identified from available data. Nevertheless, normal device behavior has been restored.

Event description:
Upon device interrogation on (B)(6) 2015, a reset warning was displayed.

Event description:
Upon device interrogation on (B)(6) 2015, a reset warning was displayed.

Event description:
Upon device interrogation on (B)(4) 2015, a reset warning was displayed.